Event description:
A time discrepancy in the pump's display was reported by the customer, with the displayed time being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in updating the pump time and was advised to monitor and follow up if the time discrepancy occurred again.